Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported leaking reservoirs. Customer is also responding to the recall letter regarding the reservoirs. The current blood glucose reading is 95 mg/dl. Nothing further reported.